Event description:
It was reported that the insulin pump alarmed no delivery. Customer also called to report a high blood glucose level of 405 mg/dl in addition to feeling diabetic ketoacidosis. Customer's current blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarm noted. The insulin pump was received with cracked case at display window corners and liquid crystal display window.